Event description:
Customer reportedly received a results of 466mg/dl and the paramedics were called due to this result. Caller states that the paramedics arrived within 10 minutes and obtained a result of 120mg/dl on their device. No treatment received. No quality controls were used. Requested return of suspect vial and replacement was sent.